Event description:
The pt was revised because of wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause of the patella wear could not be determined, info provided indicates possible malalignment of the patella. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.